Manufacturer narrative:
The explant date has been scheduled. Nevro is awaiting for the return of the device. Based on the initial report, the issue is procedural rather than device related.

Event description:
It was reported to nevro that a patient had reported a bladder and bowel function loss at night when she rolls in her sleep. The patient was informed by her neurologist that the leads were implanted on her spinal cord and the position of the implant were the cause of her temporary loss of function. The explant date has been scheduled. There is no other report of further complication.

Manufacturer narrative:
The system was explanted and returned for analysis. Visual inspection of the returned devices did not find any anomaly. The devices were functionally tested and were found to have operated to specifications. Review of the patient's diagnostic data also showed no evidence of a device malfunction. The manufacturing records were reviewed and no nonconformities were found.